Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged trunk cable connector.